Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suddenly stopped hearing with the device on (B)(6) 2020. Before the event occurred, the user reported good hearing benefit. The user also reported intermittent function (on/off sound impression) while using the audio processor in live modus.

Event description:
The user suddenly lost benefit with the device in (B)(6) 2020. Before the event occurred, the user reported good hearing benefit. The user also reported previous intermittent function (on/off sound impression) while using the audio processor in live modus. The user has been re-implanted on (B)(6) 2020.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.